Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a 1.5mm longitudinal tear located over the distal edge of the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR ID#2134265-2010-05834. It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). A wanda 3.0-20, 80 was used as support for a non-bsc guide wire. During the advancement of the wanda 3.0-20, 80 balloon, the balloon ruptured. The balloon was exchanged for another of the same wanda balloon that was inflated once to 15 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but is similar to an approved us device.

Event description:
Same case as MFR ID# 2134265-2010-05834. It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). A (B)(4) 3.0-20, 80 was used as support for a non-bsc guide wire. During the advancement of the (B)(4) 3.0-20, 80 balloon, the balloon ruptured. The balloon was exchanged for another of the same (B)(4) balloon that was inflated once to 15 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only (B)(4) approved but is similar to an approved us device.

Event description:
Same case as MFR ID#2134265-2010-05834. It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). A wanda 3.0-20, 80 was used as support for a non-bsc guide wire. During the advancement of the wanda 3.0-20, 80 balloon, the balloon ruptured. The balloon was exchanged for another of the same wanda balloon that was inflated once to 15 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but is similar to an approved us device.

Event description:
Same case as MFR ID#2134265-2010-05834. It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). A wanda 3.0-20, 80 was used as support for a non-bsc guide wire. During the advancement of the wanda 3.0-20, 80 balloon, the balloon ruptured. The balloon was exchanged for another of the same wanda balloon that was inflated once to 15 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but is similar to an approved us device.